Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose (bg) greater than 500 mg/dl with small ketones, extreme thirst, and nausea. The reporter stated that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the insulin pump. During troubleshooting with customer technical support (cts), it was determined that the pump was correctly calculating the recommended bolus total. It was determined by cts that an incorrect manual calculation of an insulin dosage, miscounting carbohydrates, failure to bolus, and/or bolus with delayed eating could have caused the increased in the patients bg. However, the reporter stated that puberty was the cause of the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 08/004/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Pump completed a 24hr duration test successfully. The total daily dose adds up correctly and reflects the users programmed basal rate. Typical usage alarms observed in alarm history. Manually calculated an ezbg bolus; with the following settings actual bg:180mg/dl, bg target: 120 and isf:50mg/dl. The pump correctly calculated a 1.2u ezbg bolus using the same settings. Manually calculated an ezcarb bolus with the following setting: carbs:30g, I:c:15g. The pump correctly calculated a 2.0u ezcarb bolus using the same settings. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the reported complaint. The display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.